Event description:
Additional information received noted that the battery was replaced and all was well.

Event description:
It was reported that there was a por (power on reset) condition with the device. Checked impedances - ok. Checked battery voltage - 2.94v. In subsequent reporting it was noted that the patient worked around high voltage electricity. The patient experienced loss of therapy. A battery replacement was planned; there was no date yet for the replacement.

Manufacturer narrative:
Extension: model # 748951, lot # nhu028677v, implanted 2003 (B)(6), explanted unknown. Extension: model # 748951, lot # nhu028678v, implanted 2003 (B)(6), explanted unknown. Lead: model # 389033, lot # j0340691v, implanted 2003 (B)(6), explanted unknown. Lead: model # 389033, lot # j0340487v, implanted 2003 (B)(6), explanted unknown. Programmer: model # 7435, lot # nft017698p.

Event description:
Additional information received noted that a date for replacement had been scheduled. If additional information is received, a follow up report will be sent.